Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation with the grip shells completely disassembled and the stent was found partially deployed and could be further deployed during testing which leads to confirmed results for partial deployment. It is however not known when the delivery system was detached from the handle and why the grip shells were disassembled but it is considered to have happened post the reported event. It was reported that a 0.035" guidewire / 6f introducer were used for access. Further requested information was not provided. Based on available information and the evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment. A definite root cause of the reported incident can not be identified. The intended placement of the device in the subclavian artery represent an off-label use. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. With regards to general warnings, the instructions for use states that "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding general directions, the instructions for use states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician.". Regarding accessories, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath" also "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. The e-luminexx vascular stent is indicated for the treatment of atherosclerotic lesions in the common and external iliac artery. The intended placement of the device in the subclavian artery represent an off-label use. H10: d4 (expiry date: 07/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure in the subclavian artery via left brachial artery, the stent allegedly failed to release upon depressed the handle forcefully. It was further reported that the handle was removed for retraction, but so great resistance was felt that the release was impossible. Reportedly, the surgeon removed the stent system as a unit out of the patient body and the procedure was completed using another device. There was no reported patient injury.